Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that abutment screw fractured when patient bit down on a sandwich. The dentist was able to remove the remains of the screw from implant.